Event description:
It was reported that a clearlink set experienced a leak of saline at the middle valve. This event occurred after priming. The line was visually inspected prior to priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing simulating use was performed on the device, passing successfully with no leaks noted. The condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.